Event description:
The pt ((B)(4)) received an scs system including a surgical lead on (B)(6) 2011 for right arm pain. It was reported that the pt's stimulation is not as strong as it was previously. She has allegedly fallen several times. A diagnostic test revealed invalid impedance measurements. An x-ray was also taken; however, no visible anomalies were observed. Effective stimulation was reportedly recaptured for the pt via reprogramming.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.